Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screw inserter was found to have a worn tip after a surgical procedure. There were no reported surgical impacts associated with this event.

Manufacturer narrative:
UDI number: na. Additional information: the returned device was evaluated. There was no failure mode detected. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that a screw inserter was found to have a worn tip after a surgical procedure. There were no reported surgical impacts associated with this event.